Event description:
It was reported that during a starr procedure, bleeding out of staple line, misformed staples, sutured by hand. There were no adverse consequences to the patient.

Manufacturer narrative:
Device was not returned for eval. The batch record was reviewed, and no anomalies were noted during the manufacturing process.